Event description:
In 1993 rptr had a 2 level cervical fusion done anteriorly using the caspar technique involving an aesculap plate & six screws. In 1994, a CT scan was done due to rptr's c/o difficulty swallowing, pain & weakness in the cervical area & upper extremities. It was discovered that a screw had broken, the plate was loosened and bent and the fusion had not taken. Rptr underwent a second surgery on march 1996 to regraft & remove the spinal hardware, leaving rptr with a permanent disability.